Manufacturer narrative:
Product was sent to the supplier for investigation.

Event description:
Information received a smiths medical intubation/portex endotracheal tubes was observed to be bent. Report indicated the suction tube was hard to insert and a bent tracheal tube was observed during an endoscopy. No clinical consequence observed for the patient but trach change was required for action to correct malfunction